Event description:
Check " iab catheter" alarm sounded from the pump. There was no augmentation and the iab did not unfold. Event complications: none from the event - reported 1/9/97. Pt's current status: unk - rpt'd 1/9/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. No sheath was present on the iab catheter. No kinks were observed in the catheter or inner lumen. The iab fully inflated after 2 cycles when attached to the system 90 iabp in the lab. The balloon subsequently pumped satisfactorily at 80 & 160 bpm. No alarms were triggered. Probable cause of difficulty: the exact cause of the difficulty could not be determined based on the examination and the event description. In general, augmentation, inflation, and alarm difficulties may be attributed to one or more of the following: 1. The balloon was placed too high in the aortic arch or in the subclavian artery. 2. The balloon was placed subintimally. 3. The iab failed to completely unfold because the user did not inject 30 cc of air as advised in the instructions for use. 4. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 6. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing the pump to perceive a loss of gas or to cause the balloon to poorly augment. 8. The balloon pump needed servicing.